Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, and the reported image resolution poor is related to patient and procedural conditions associated with imaging being challenging due to patient anatomy. Arrhythmia appears to be related to procedural conditions associated with the movement of the first implanted clip. Arrhythmia is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, posterior flail, and prolapsed posterior leaflet. A mitraclip xtw was inserted and advanced to the mitral valve. However, the anterior leaflet interacted with the gripper and would not detach. Troubleshooting was performed, but the clip was unable to be removed. Therefore, the clip was implanted where it was stuck, on both leaflets. The mr remained unchanged. It was observed that the clip canted toward the anterior leaflet, occasionally obstructing the outflow track and causing ectopic heartbeat. A second mitraclip xtw was inserted and deployed lateral to the first clip, reducing the mr to a grade of 2-3 it was noted that difficulties visualizing the clips occurred. However, the patient¿s heart rhythm continued sporadically. The patient was sent to surgery for mitral valve repair and removal of the two implanted clips.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.